Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose and the paramedics were called. The customer stated that the paramedics treated her with a shot and her glucose level was adjusted. Troubleshooting was declined. No further info was provided.